Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heater cooler would intermittently change modes. The user reported after further investigation, the heater cooler began to work as expected, but then failed to heat up in rewarm mode. While speaking with technical support personnel, the user was advised to check all connections and determine the heater's voltage. The user reported the connections and voltage were working to spec. Technical support personnel then advised the user to turn off the ice mode and restart the rewarm mode. The user attempted this action, but the device still failed to heat. The user then observed that solenoid valve #2 looked to be stuck open, therefore creating the heating issue. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.